Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were struggling with their controller and the issue began about a week ago. Patient stated that one time when the controller was totally locked up, the controller turned to MRI mode when they opened the controller which happened once. Patient stated that other times the stimulation would totally shut down and decrease from 7.0 to 0 in a blink of an eye and they would have to ramp the stimulation back up which happened at random times. Patient mentioned that they would be walking in the middle of walking and stimulation would turn off. Patient commented getting a rm 06 when charging their implant once. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; patient saw memory problem and was able to set the date and time. Controller showed 100% and implant 80%. Agent reviewed adaptive stimulation and adaptive stimulation function could be causing the stimulation to change dependin g on what position they were in. Patient confirmed that adaptive stimulation was turned on in group a for all 3 programs. Agent asked, patient then mentioned they want adaptive stimulation and mentioned adaptive stimulation works. Agent advised the patient to foll ow up with their healthcare provider/representative to further address the issue in person.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.